Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that upon opening the intra-aortic balloon (iab) pouch an oily substance was found inside the pouch. The customer did not use the product because the customer thought that the device sterility may have been compromised. There was no reported injury to the patient.